Event description:
It was reported that the patient was experiencing "double beats." The patient also reported that the device was previously "adjusted." Follow-up was conducted to obtain information on the patient and whether the event was device related, but the attempts were unsuccessful. Records indicate the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.